Manufacturer narrative:
The unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The unit passed the rewind, basic occlusion, and displacement test. There was no motor error alarm. The motor passed the motor test the unit had normal operating currents and no unexpected low battery alarm. The unit had a corroded battery tube, a minor scratched display window, and a cracked reservoir tube lip.

Event description:
The customer called in to report a motor error alarm and battery issues. The customer's blood glucose level was 323 mg/dl. During troubleshooting, the customer was able to rewind the device, however, they found another motor error alarm in the history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.